Manufacturer narrative:
Device evaluation: the customer reported issue of ¿the battery compartment lock door lock is damaged" was confirmed by visual inspection and functional testing. Further investigation found the upstream occlusion (uso) seal was buckling. Replaced battery compartment and uso seal. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the battery compartment lock door lock is damaged.¿; during device evaluation it was found the upstream occlusion (uso) seal was buckling. There was no patient involvement.